Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws properly at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: at what firing did the issue occur?- cystic artery. Did the clip feed into the jaws of the device sideways?- yes. Did the clips feed completely into the jaws ?- no. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled two times and due to an anti-backup failure the trigger returned to home dropping clips partially formed from the jaws, the remaining clips were fed and formed as intended; no sideways feeding issues were noted during analysis. During analysis the jaws open and close as intended. In addition the device locked out properly. However, the orange indicator over traveled. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.